Event description:
It was reported the patient's ipg became inoperable due to not charging/using it for significant amount of time. A sjm representative confirmed the communication issue between the ipg and multiple external devices. Subsequently, the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).